Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
Reported as "entrapment of iab in sheath and tear in iab membrane". The report further states, "received a report of a user that attempted to maintain femoral access by removing the iab through the sheath resulting in the iab becoming "stuck, leading to a rip in the balloon." The event was contradictory to her understanding of education previously provided. The patient was on iabp and ECMO at the time of removal. There was no reported worsening in patient condition due to the event. Patient required higher mcs for condition". No patient harm or injury. The patient status is reported as "fine".

Event description:
Reported as "entrapment of iab in sheath and tear in iab membrane". The report further states, "received a report of a user that attempted to maintain femoral access by removing the iab through the sheath resulting in the iab becoming "stuck, leading to a rip in the balloon." The event was contradictory to her understanding of education previously provided. The patient was on iabp and ECMO at the time of removal. There was no reported worsening in patient condition due to the event. Patient required higher mcs for condition". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) the reported complaint for "entrapment of iab in sheath and tear in iab membrane" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.